Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sensation 7.5fr plus 40cc iab was inserted and attached to a cardiosave iab pump. The pump alarmed, "unable to calibrate". The pump was replaced but the alarm persisted, so the iab was replaced and iab therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing, one-way valve, guide wire, introducer and step dilators were also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 73.2cm and 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sensation 7.5fr plus 40cc iab was inserted and attached to a cardiosave iab pump. The pump alarmed, "unable to calibrate". The pump was replaced but the alarm persisted, so the iab was replaced and iab therapy was provided. There was no reported injury to the patient.